Manufacturer narrative:
The customer performed cleanings, activations, and calibrations which did not resolve the issue. The field service engineer (fse) replaced the ion-selective electrode (ise) valve. The fse noted an issue with the suction test and the vacuum control was slightly lower than expected. On his next visit, he replaced the ise board and the vacuum pump. He noted an improvement in the vacuum pressure but the issue with the suction test was not resolved. He then replaced the vacuum needle which was noted to be slightly pinched at the elbow and the vacuum vessel. The suction test was still unsuccessful. He then replaced the tubing between the vacuum needle and the vacuum vessel. He then performed a suction test for 230 repetitions with successful results. He then performed a green rack calibration and qc. The sodium results were noted to be unstable. He then replaced the sodium electrode and activated the ise line. He performed multiple electrode control tests with stable results. He performed calibrations and qcs with acceptable results. He performed a repeatability test with acceptable results. The customer performed qc every hour overnight with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for two patient samples tested on the cobas 8000 cobas ise module. The initial results were not reported outside of the laboratory. Sample rct-42067 CT-042 had an initial result of 151.0 mmol/l with a repeat result of 141.0 mmol/l. Sample rct-42070 CT-042 had an initial result of 137.0 mmol/l with a repeat result of 131.0 mmol/l. The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The cause of the event could not be determined due to the missing chloride and potassium results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.